Manufacturer narrative:
The device has been received, but an eval has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. A device history record review, product eval and complaint trend analysis are in progress; results will be provided in a follow-up medwatch.

Event description:
Note: the date of event is unk. It was reported to boston scientific corp in 2007, that during an electrocautery procedure using an injection gold probe (pt age and gender unk), "the gold tip broke off inside of the pt". The physician retrieved the tip and successfully completed the procedure with another injection gold probe device. No pt complications were reported.